Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc was leaking just below the molded strain relief on the primary extension tubing. The 0.5% chlorhexidine was used to clean the area prior to insertion. The area was dried completely prior to insertion and it was not found difficult to handle during insertion. The uvc was not difficult to secure and was secured by suture. It was inserted on (B)(6) 2013 and was used for periodic feed. The uvc was removed on (B)(6) 2013 and was not replaced. The pt is doing fine.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.